Event description:
Attorney alleges plaintiff developed primary sjogrens syndrome, atypical connective tissue disease, multiple physical symptoms including breast pain, anxiety, stress, pain and suffering.